Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1354065 - mfg date 2013-02, exp date 2018-02. Batch j1354064 - mfg date 2013-02; exp date 2018-02. Batch j1355593 - mfg date 2013-03; exp date 2018-03. Batch j1358016 - mfg date 2013-03, exp date 2018-03. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and a drain was placed. The drain broke in the intensive care unit and the broken piece, about 3mm long, was retained in the patient's fascia. The surgeon opines that there is no need to conduct a reoperation to remove the broken piece.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: ¿ the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j1354065; batch j1354064; batch j1355593; batch j1358016.